Event description:
A malfunction was reported on the pump, and no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue happens again. The caller acknowledged and understood the instructions.